Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted left segmentectomy, a white sureform 45 reload was fired with a sureform 45 stapler instrument and stopped midway through the stapling the segmental branch of the pulmonary vein. Prior to firing, the system recognized the white sureform 45 reload as a blue surefrom 45 reload. During the firing process, there were two pauses for compression and then a ¿tissue too thick to continue¿ message. The staple line was completed by placing hem-o-lok clips and dividing the remainder with a maryland bipolar forceps instrument, but no staple line bleeding was reported. The procedure was completed robotically.

Manufacturer narrative:
The event investigation is in progress and no product has been returned for evaluation. An advanced stapler log review shows the instrument shows the instrument was installed on the system 14 times and fired 12 reloads (3 blue, 2 green, 2 blue, 1 white, 1 blue, 1 green, 1 white, 1 black, in that order). There were no incomplete clamps by this instrument. On installs 1, 3, 5-9, 11, 13, 14, the firings were completed with no pauses for compression. On install 2, the firing was completed with 1 pause for compression. On install 4, the system failed to detect the reload color, and the user manually selected the green reload, but no clamping or firing was performed. On install 10, the firing stopped prior completion. On installs 11 and 13, the system failed to detect the reload color, and the user manually selected the green and white reload colors, respectively. On install 12, the stapler failed to initialize with the system. Parameters of the error indicate that the lockout mechanism was detected. There were no stapler related errors in the logs. Images associated with this reported event were reviewed and showed an incomplete staple line.